Manufacturer narrative:
Follow up attempts were made to the customer on repair information. No response from the customer. If additional information is received a follow up report will be sent.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported there was no patient involvement.